Event description:
The initial reporter stated that the pump was motor was spinning but that no formula was being delivered. Mmdg did make multiple attempts to follow up with the initial reporter, but those attempts were unsuccessful. No adverse effect to the patient was reported due to the complaint. (B)(4).

Manufacturer narrative:
The pump was not returned to mmdg for evaluation. A DHR review was completed and no non conformances were found. Because the device was not returned to mmdg for evaluation, no investigation could be completed. This report will be updated if the device is returned to mmdg.